Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. No a33 alarms noted. Unit functioned properly. Unit received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The caller did not know the blood glucose reading. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.